Event description:
Device 2 of 2; reference MFR report: 1627487-2019-04716. It was reported that the patient experienced a lead migration. In turn, the patient underwent surgical intervention on (B)(6) 2018 wherein the scs leads were explanted and replaced. The issue has since been reportedly resolved. Since it is unknown which lead was explanted, both devices are being reported.